Manufacturer narrative:
Concomitant medical products and therapy dates: (an incorrect scs lead model was listed on the initial report).

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2017-03709. Follow-up revealed the patient's cervical lead was explanted and replaced. It was also reported the patient's thoracic lead was found to have migrated, and was repositioned during the procedure to provide better coverage. Proper therapy was restored post-op.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
This report is in relation to the patient's cervical lead. It was reported the patient has been receiving uncomfortable stimulation. X-rays were taken and revealed lead migration. Surgical intervention is pending to address the issue.